Manufacturer narrative:
Additional information: this report is related to previously reported complaint of lead noise and damage, MFR number 2017865-2020-15999.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13406. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead was sensing noise triggering inappropriate mode switch. As well as, the right ventricular lead was interpreting noise as ventricular fibrillation intervals incorrectly with no inappropriate therapy and had low impedance for both pacing and defibrillation channels. Programming changes were completed to address this issue. The patient was stable.